Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging the patient¿s blood glucose on (B)(6)2014 was 401 mg/dl with nausea, polyuria, and polydypsia. The reporter noted the patient was hospitalized. It was reported the patient remained on pump therapy and there were no recent adjustments to the pump¿s settings. The reporter noted the patient remained on pump therapy and the pump¿s settings were not recently changed. During troubleshooting, it was reported that: the pump¿s basal history and total daily dose basal history were appropriate for the programmed basal rates; the bolus history matched the total daily dose bolus history; the bolus history recorded was accurate as programmed; the pump successfully delivered an air bolus, which was correctly recorded in the bolus history. This complaint is being reported because the alleged hyperglycemia was related to an inaccurate delivery pump malfunction of unknown cause.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 03/04/2015 with the following findings: the complaint could not be duplicated or confirmed during investigation. Review of the pump¿s black box data revealed a typical cartridge replacement alarm on (B)(6) 2015 at 16:10; deliveries were resumed at 16:34. The pump¿s total daily dose history was appropriate for the user programmed basal rates. No related alarms or issues were observed. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.